Event description:
In a routine follow up there was conspicuous high threshold of the epicardial lv lead. The threshold was 5.5 volt with 1 ohm. The impedance was 220 ohm measured over the ICD device. The cardiologist ordered a lv lead revision procedure to the cardiac surgeon. The cardiac surgeon explanted the epicardial lv lead and implanted a new epicardial lv lead. The final epicardial position on the left ventricle showed good measurements. The threshold was 1.75 volts with 1 ohm and the impedance was 70 ohms measured by the ICD device. The procedure was successful and the condition of the patient was good.

Manufacturer narrative:
The product was returned and analyzed. Hi-pot testing was unable to be performed as the lead was returned in two pieces. The connector end measured at 59cm and the helix end measured at 6.5cm. The large boot od and connector pin length met specification. There was an abrasion 25.2 cm from the connector pin and there were cuts in the silicone of the molded head. The donut had been trimmed down. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since the device was returned in two pieces. It cannot be determined whether the event was related to device performance or patient condition. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.